Event description:
Pt reported obtaining a blood glucose result of 232 mg/dl, on the suspect. Pt stated that, at the time the result was obtained, she was exhibiting symptoms of hypoglycemia (shaky and "out of it"). An unspecified time later, pt reportedly lost consciousness. Pt stated that her husband phoned emergency medical services. Upon their arrival, pt's blood glucose was reportedly measured on paramedics' device with a result of 20 mg/dl. Within 5 mins, pt's blood glucose was retested, using the suspect device, with a reported result of 235 mg/dl. Pt indicated that she was treated with an intravenous glucose solution. Pt was not transported to the hosp for add'l treatment. Pt noted that, after paramedics' departure, she had pudding, a sandwich, and juice. Pt stated that, for 2 or 3 days prior to hypoglycemic event, blood glucose results had consistently ranged from 350 mg/dl - 400 mg/dl. No add'l values obtained following the event were provided. Qc testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.